Manufacturer narrative:
Correction made to d4. Additional information was added to d9, h3, h4, h6, and h11. H4: the lot was manufactured between february 10, 2023 ¿ february 12, 2023. H11: the device and video of the sample were received for evaluation. Visual inspection of the provided videographic sample showed leakage from the administration spike port bonding area. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported leak. Functional testing using tap water of the actual sample was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined however, the most probable cause was due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag leaked at the administration port. The leak was found after it was filled with parenteral nutrition during setup. There was no patient involvement. No additional information is available.